Event description:
Infusion pump with an 810:04 failure code that occurred during biomed testing as the pump was powered on. The biomed stated that there have been no reports of any pt incident involving the pump since the last baxter service event.